Event description:
A malfunction alarm was reported, identified by the code "malf 0." There was no adverse impact on the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.